Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. At an unknown time the patient was found unconscious in the kitchen by his wife. The wife tried to treat the customer with sugar, but he did not respond. The wife then called an ambulance. The emt's treated the customer with a sugar solution. The customer stopped pump therapy when he regained consciousness. Both the customer and medic alleged that the pump was not delivering insulin correctly. The customer recovered at home and was not transported to the hospital.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.